Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after reviewing the pump data, it was observed that the customer had received multiple cartridge alarm 19s. There was no reported impact to the customer's blood glucose level. The customer was to use insulin injections to manage diabetes.